Event description:
The customer reported a contained leak from the cap piercer on a unicel® dxc 600 pro synchron® system. The customer stated approximately 10ml of wash solution was leaking from the cap piercer onto the top of the sample tubes. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A beckman coulter field service engineer (fse) contacted the customer and provided troubleshooting via telephone. The customer resolved the issue by removing an obstruction from the cap piercer waste tube by flushing bleach through the waste line. The customer stated no further leaking was observed and did not required any further service or assistance regarding this issue; no service visit was required. (B)(4).